Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced (B)(6) in their PICC line. The patient later experienced and was hospitalized for peritonitis. The patient began treatment with unspecified antibiotics. The cause of the peritonitis was unknown. Pd therapy was ongoing. The patient was discharged from the hospital and recovered from the peritonitis. The patient was recovering from the event of (B)(6) in their PICC line. This is report 2 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893578 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).